Event description:
It was reported that signal loss occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between 11/25/2025 and 12/23/2025. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).